Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Concomitant medical products: 5071-53, lead, implanted: (B)(6) 2009; dtba1d1, ICD, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) triggered for short interval counts (sic), oversensing and fine noise on the right ventricular (rv) lead. There was an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.